Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited inappropriate shock due to noise which resulted to pacing inhibition of greater than 2 seconds. Additional information was received from the field representative that the cause was not determined and the lead will be explanted. At this time, the device and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that this crt-d and rv lead were explanted and replaced due to oversensing and pacing inhibition with less than 2 seconds of asystole. Additional information from the field representative was received that the lead was cut during extraction and the device was explanted due to upgrade. The device was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.